Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device was ventricular pacing at 70 ppm. Interrogation was unsuccessful and magnet application displayed varying ventricular pacing rates between 75 ppm and 95 ppm. A device replacement was scheduled.